Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced successfully on (B)(6) 2015. The patient was in stable condition and suffered no adverse events.

Manufacturer narrative:
(B)(4).